Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event./ it was reported by (B)(6) that pre-surgery it was observed the small battery drive device emitted white fumes and a bad smell when the battery device was placed in the battery casing device, and the battery casing device was connected to the small battery drive device. It was reported that the device was then removed from the operating room. It was reported that there was a delay in the procedure due to the event, the length of delay was not specified. It was reported that there was an identical spare device available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of smoke was confirmed. An assessment was performed on the device which determined the unit did not run and had a burning smell. It was further observed that the electronic control unit's positive wire insulation was damaged and shorted with other internal components, which caused the unit to smoke. It was also noted that the internal components were stained (smoked). The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.